Manufacturer narrative:
Concomitant medical products: model: ddmb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) system was extracted due to an infected pocket. It was noted that the patient may be scratching at the implant site and the incision opened up to where you could visualize the ICD. No further patient complications have been reported as a result of this event.